Event description:
Reportable based on analysis received 14 june 2005. It was reported that during an unspecified treatment procedure, the physician was unable to pass a 4f pigtail imager ii catheter over the kayak guide wire. A thickness was observed at the distal end of the wire. No patient injuries or complications were reported.

Manufacturer narrative:
The customer's complaint is confirmed. The visual inspection reveals a bump at the end of the wire. The average o.d. Of the wire taken at the proximal end is .0337", the average o.d. At the distal end is .0308". The o.d. In the location of the bump is .0375", which is outside of the max o.d. Specification. The device history record has been reviewed per the requirements and found to meet all requirements. Lot not involved in other complaint. Lot met all specifications relevant to the complaint upon lot release. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.